Event description:
Caller reported experiencing a cgm error 42 while using their sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a pump reset and guided the caller through the process, resulting in the error being resolved and the sensor session starting successfully.